Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery tube. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. The insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump was inserting a new battery and pump went blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.